Event description:
The customer reported that their device would not boot up completely when powering on. The device would automatically power cycle and the service indicator was also illuminated. The device would not have the ability to function if needed to be used on a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center. The cause of the reported failure was determined to be due to a failure of an integrated circuit chip, designator u61 from the system controller pcb assembly.